Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2020. It was reported that the hcp waited an additional 90 minutes and reinterrogated the pump which revealed normal function. The issue was considered resolved. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen (1000 mcg/ml at 141 mcg/day) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient had an MRI, on (B)(6) 2019, and did not come back to the office for a pump status check. The patient came to the office today for a refill and the hcp noticed a motor stall occurred on (B)(6) 2019 and tube set on (B)(6) 2019. The patient had no therapy issues and there was no volume discrepancies at refill. Caller did state the patient had a pump that was affected by the fp sync ii field communication 2019. Discussed with the caller to recheck the pump status with logs q 20 min for motor stall recovery. Discussed if a motor stall recovery is not seen in the next 1 - 1.5 hrs to call ts back.